Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics also, with corroded motor home switch. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a17 alarm, a21 alarm, reset anomaly, motor error alarm, a35 alarm, e70 alarm, sensor error alarm, battery out limit alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm, sensor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. Customer's blood glucose was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.